Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the alarm had been cleared and that they spoke with the registered nurse who requested they ask for swap of the cycler. The technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed and noted the presence of the low priority alarm 30176. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed and noted a patient line missing alarm with a direct cause of defective prime detector. To correct the condition, the peripheral board and prime sensor housing were replaced. The reported issue was verified in the event history log review; however, sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.